Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer¿s insulin pump alarmed several unexpected restart during normal use. Customer¿s blood glucose was 110 mg/dl at time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with no button response due to j2 button keypad connector unlocked.unable to perform functional test due to keypad anomaly. Unable to verify unexpected restart error alarm due to keypad anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip,and cracked lcd window.